Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent functional testing, the malfunction was not duplicated.

Manufacturer narrative:
The device was returned to zoll medical corporation and was found to perform to specification. Evaluation of the returned associated battery found it to be depleted well below the acceptable voltage. Review of the device history log shows that the device did not warn the end user of a low battery condition. The device was unable to perform its automatic self-checks which would have detected the low battery condition due to the device being stored without electrodes attached. The device was retained at zoll. Analysis for reports of this type has not identified an increase in trend.